Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 36mm in length, 3.0mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00mmx15mm nc emerge® balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing was conducted using a water filled inflation device to inflate the balloon. The balloon could not be inflated, further analysis found the wire lumen to be bunched and perforated. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 36mm in length, 3.0mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00mmx15mm nc emerge® balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. No patient complications were reported and the patient's status was stable.